Event description:
It was reported to vyaire medical that this unit powered off while on a patient. No harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Additional information received indicates that a vyaire medical fse (field service engineer) was able to go on customer site and resolve the customers issue.

Manufacturer narrative:
H3: resolved: while conducting a performance check I plugged in another 3100 sn: and the unit froze. My assessment there is possible power issue going on the facility. Engineering was informed with the particulars. After testing all three vents for power lost I did not encounter any issues. I will be replacing the power module for this vent. Unit passed all performance and safety checks. Returned to customer and cleared for clinical use.